Manufacturer narrative:
Clarification to d6a: partial date of 2016 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "intracapsular separation."

Event description:
Patient reported "intracapsular separation". This record is for the left side. Device remains implanted.